Manufacturer narrative:
Additional information: d10: one pneupac ventilator was returned for analysis. The battery holder assembly is damaged and battery is missing. The reported issue was confirmed, as the power issue was found to be due to a damaged battery holder. It was recommended to replace the missing battery and damaged battery holder.

Event description:
Information was received that a smiths medical pneupac ventilators parapac has no battery power. No patient adverse effects reported.